Event description:
It was reported that an occlusion alarm occurred. Additionally, customer's blood glucose level was 500 mg/dl. Customer administered manual injection to resolve elevated bg level and will continue to revert to mdi for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.